Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18689. It was reported the patient was no longer receiving stimulation. Diagnostic testing revealed invalid as well as low impedance readings. Reprogramming was unable to provide stimulation. The physician suspects a lead fracture. X-rays are to be taken and the patient may undergo surgical intervention at a later date to address this issue.